Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-23. It was reported the pump was replaced and would be picked up from the hospital on (B)(6) 2018 to send back for analysis. The patient's outcome was "ok" and their symptoms were resolved. It was indicated that this information had been confirmed with the hcp. The logs previously submitted showed the programmed drug was lioresal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 649, 8 mcg/day via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred and that the patient experienced increased spasticity. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that reprogramming of the pump was done, but the motor stall occurred again and that the pump stopped working. A review of the pump logs that were provided indicated that a motor stall occurred (B)(6)2018 14:03, a motor stall recovery occurred (B)(6) 2018 06:38, a motor stall occurred (B)(6)2018 19:06, a motor stall recovery occurred (B)(6) 2018 07:23, a motor stall occurred (B)(6)2018 16:25, a motor stall recovery occurred (B)(6) 2018 03:00, a motor stall occurred (B)(6) 2018 05:24, and there was a stopped pump may exceed tube set (B)(6) 2018 05:24. There were no reported interventions/actions that were taken to resolve the issue. It was reported that the issue was not resolved at the time of this report. It was further noted that no surgical intervention occurred and it was unknown if any surgical intervention was planned. The patient status at the time of this report was alive - no injury. No further complications were reported and/or anticipated.